Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio discovered a broken main keypad assembly which was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use reported with the event.